Manufacturer narrative:
Insulin pump had blank display due to interface board broken solder joint. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump was received with minor scratched display window, broken off/missing end cap, missing end cap sticker and cracked reservoir tube lip. Unable to verify drive support disk anomaly due to broken off/missing end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer's parent stated the pump and the drive support cap is now sticking. Troubleshooting was performed for damage and noticed the drive support cap is sticking out. The insulin pump will be returned for analysis.